Manufacturer narrative:
Customer had general questions about the assay, so no logs/worklists were provided for review. Hologic medical science liaison (msl) answered customer's questions about the assay to their satisfaction. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther fusion instrument sn (B)(4) where one sample tested positive with an intermediate rlu of around 650. Customer noted only one of two sars-cov-2 targets was picked up and questioned if there were some viral samples that had mutations at one of the target sites.